Event description:
It was reported that ¿after the doctor opened sterilization bag , doctor found air leakage between balloon and catheter connection. The product can¿t be used normally, doctor replaced a new one to complete the surgery. The product wasn¿t used in a patient. There was no impact on the patient.¿ the product analysis discovered that there was a guide wire out of its lumen that had punctured the cuff of the endotracheal tube, which caused the leak.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that ¿the red electrode was out of its lumen and there was a puncture in the cuff in close proximity which would have resulted in the reported malfunction. When viewed under magnification, the puncture measured less than 0.01¿ and there was an abrasion leading up to the puncture on the inside of the cuff. The red electrode was pulled back 1/8¿ toward the proximal end and was bent near the blue band. The cuff was inflated with 20cc of air and would not noticeably leak until pressure was applied to the cuff; only 7cc were removed. There was no damage to the packaging that would result in the reported event.¿ method: microscopic inspection. Results: stress problem.